Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital with inappropriate atp and hv therapy due to t-wave oversensing. Programming changes were made and a successful dft test was performed. Patients condition was good.